Manufacturer narrative:
Additional information received determined the alarm was due to a low reservoir alarm and not an empty reservoir. It was also determined the pump was scheduled to be explanted due to the elective replacement indicator. No further supplemental reports will be submitted unless information is received making the event reportable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The patient's old physician was the initial reporter. They had contacted the repand asked to turn the alarms off. The patient had been referred to a new physician in arizona as that was his new residence. The new physician's name was unknown. The alarm was due to a low reservoir. The pump was noted to be at eri in august and it was stated that the patient would replace the pump once he returned to arizona. The issue of the alarming pump had been resolved. No further issues were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(4) 2018 regarding a patient receiving unknown baclofen (dose and concentration unknown). The indications for use included intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the pump was alarming but no clinician programmer was available. They reportedly wished to silence the alarms. It was believed that the pump was dry and the plan was to replace it in a month or two. It was noted that the patient had been using oral baclofen. The representative assumed the event date was on (B)(6) 2018, but was unsure. No patient symptoms were reported and no further complications were reported or anticipated.